Event description:
Patient reported that after wearing their retainer overnight, their bite feels like it is misaligned. Their teeth on the right side are touching but on the left side they are not. This has happened before with previous retainers they had from byte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.